Event description:
A patient underwent evar on (B)(6) 2014. The physician was removing the gray dilator and meanwhile, the silicone valve came out of the captor valve. They were unable to maintain hemostasis. Additional information provided (B)(6) 2014: the attending physician stated this was the first time he had experienced this type of occurrence. The patient did not lose much blood as when the physician saw that the valve was inverting out, they prepared a new introducer and during the introducer exchange, they pushed the vessel to avoid blood loss. The patient had no injuries. The procedure was completed without any problems, only two minutes lost for the introducer exchange. The complete removal of the dilator caused an impossibility in doing the hemostasis with the sheath still in place. So they removed also the sheath and inserted a new introducer of the same french size and completed the procedure. The captor valve during the removal of the grey dilator has to be open, in this case probably (the physician stated to the sales rep) was not completely open: at least 3/4 of the turn they have to do to open it. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. Based on the event description provided, upon removal of the gray positioner, the iris valve started to come out of the valve. It was not possible to maintain hemostasis, so the sheath was replaced. No adverse effect to the patient has been reported. The physician reported that it is possible that the captor valve was not completely open in this case. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, deployment testing has been conducted. The results met the acceptance criteria. The work order was reviewed, and nothing of note was observed. Loaded devices are 100% quality control (qc) inspected, confirming the sheath is positioned correctly on delivery system. The functionality of the captor hemostatic valve is also 100% qc inspected. At this time, there is no indication that a design or process related failure contributed to this event. It is possible that the hemostatic valve was in the closed position when the gray positioner was removed, resulting in friction causing the valve to become dislodged. Without additional information, a definitive root cause cannot be established. The appropriate internal personnel have been notified. We will continue to monitor for similar events. The risk was assessed which concluded that the risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time.